Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain . The baxter technical representative (tsr) advised the care giver (cg) that the se 2240 indicated that the air had entered the setup. The tsr advised the cg that the therapy had ended and thy will have to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient(hp) was contacted on (B)(6) 2011. The hp stated he was not sure how air could have gotten into the device. The hp stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. The hp also stated that they did not develop any adverse reactions or need any medical intervention.